Manufacturer narrative:
One opened pack was received without the label. The part and lot number cannot be verified or determined. The assembly was dirty with fluid in the lines. The vitrectomy cutter tip protector was not returned. The needle has not bent. The cutter was been removed from the tubing and was lying loose in the pack tray. There was fluid in the cutter tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was stuck and would not advance into the port window. Due to evidence of use, it cannot be determined if the inner needle is stuck due to dried solutions and debris or not.

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
During a cataract surgery the vitrectomy cutter stopped cutting. A new pack was opened to continue the surgery. No patient injury or medical intervention was required.